Event description:
Information was received from a consumer in regard to a patient receiving fentanyl (5,000 mcg/ml, 530.4mcg/day) in an implantable in fusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient passed out in her car for 8 hours following a refill on (B)(6) 2014. The pump reportedly overdosed the patient. It was stated the healthcare provider (hcp) almost killed the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.